Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 16-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('dull persistent aches in pelvis/ daily pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("sharp stabbing pains in abdomen varies in length and position"), abdominal distension ("severe bloating from flat stomach to 5 months pregnant"), headache ("severe headaches"), neck pain ("neck pain"), pain in jaw ("jaw pain"), arthralgia ("joint pain all over"), pain in extremity ("shooting pains from feet up legs"), peripheral swelling ("leg and feet swelling"), pollakiuria ("frequent need to urinate, uncomfortable full feeling"), dizziness ("dizzy episodes"), photopsia ("white flickers"), fatigue ("fatigue") and memory impairment ("forgetfulness/ it affecting my mental health"). The patient was treated with surgery (removal scheduled for 2022). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, headache, neck pain, pain in jaw, arthralgia, pain in extremity, peripheral swelling, pollakiuria, dizziness, photopsia, fatigue and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dizziness, fatigue, headache, memory impairment, neck pain, pain in extremity, pain in jaw, pelvic pain, peripheral swelling, photopsia and pollakiuria to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: ((B)(4)) on 16-mar-2022. The most recent information was received on 05-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('dull persistent aches in pelvis/ daily pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("sharp stabbing pains in abdomen varies in lenght and position"), abdominal distension ("severe bloating from flat stomach to 5 months pregnant"), headache ("severe headaches"), neck pain ("neck pain"), pain in jaw ("jaw pain"), arthralgia ("joint pain all over"), pain in extremity ("shooting pains from feet up legs"), peripheral swelling ("leg and feet swelling"), pollakiuria ("frequent need to urinate, uncomfortable full feeling"), dizziness ("dizzy episodes"), photopsia ("white flickers"), fatigue ("fatigue") and memory impairment ("forgetfulness/ it affecting my mental health"), 67 days before insertion of essure. The patient was treated with surgery (removal scheduled for 2022). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, headache, neck pain, pain in jaw, arthralgia, pain in extremity, peripheral swelling, pollakiuria, dizziness, photopsia, fatigue and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dizziness, fatigue, headache, memory impairment, neck pain, pain in extremity, pain in jaw, pelvic pain, peripheral swelling, photopsia and pollakiuria to be related to essure. The reporter commented: many visits over the years to general practitioner and specialists, no diagnosis. Her gynecologist agrees that essure device has caused all the symptoms and advised removal is the only option. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-apr-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-mar-2022. The most recent information was received on 29-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('dull persistent aches in pelvis/ daily pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("sharp stabbing pains in abdomen varies in lenght and position"), abdominal distension ("severe bloating from flat stomach to 5 months pregnant"), headache ("severe headaches"), neck pain ("neck pain"), pain in jaw ("jaw pain"), arthralgia ("joint pain all over"), pain in extremity ("shooting pains from feet up legs"), peripheral swelling ("leg and feet swelling"), pollakiuria ("frequent need to urinate, uncomfortable full feeling"), dizziness ("dizzy episodes"), photopsia ("white flickers"), fatigue ("fatigue") and memory impairment ("forgetfulness/ it affecting my mental health"), 67 days before insertion of essure. In 2014, the patient had essure inserted. The patient was treated with surgery (removal scheduled for 2022). At the time of the report, the pelvic pain, abdominal pain, abdominal distension, headache, neck pain, pain in jaw, arthralgia, pain in extremity, peripheral swelling, pollakiuria, dizziness, photopsia, fatigue and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dizziness, fatigue, headache, memory impairment, neck pain, pain in extremity, pain in jaw, pelvic pain, peripheral swelling, photopsia and pollakiuria to be related to essure. The reporter commented: many visits over the years to general practitioner and specialists, no diagnosis. Her gynecologist agrees that essure device has caused all the symptoms and advised removal is the only option. Most recent follow-up information incorporated above includes: on 29-mar-2022: this is retention case. All the information from deletion case (B)(4) has been transferred to this case including references, documents and reporters. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.